Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Lot#: 5664771, serial#: (B)(4). Manufacturing date: march 2, 2006. Expiration date: february 1, 2011. Lot#: 5757748, serial#: (B)(4). Manufacturing date: june 29, 2007. Expiration date: june 27, 2012. Reason for device explant and/or reoperation: rupture. Date of explant: (B)(6) 2021 . Manufacturers reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation with a 500cc mentor memorygel breast implant and experienced a rupture on the left side post-operatively, which was confirmed via mammogram and ultrasound. As a result, the patient underwent explantation on (B)(6) 2021. It is unknown which of the provided lot/serial numbers (B)(4) is the patients impacted device. If clarification is received indicating which lot and serial was impacted, a supplemental report will be sent.